Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1800165 was manufactured on 05/07/2018 a total of 288 pieces. Lot was released on 05/11/2018. DHR investigation did not show issues related to complaint. Functional inspection could not be performed due to the condition of the returned sample. However, the device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the ratchet ears were intact and the yoke was broken where the yoke pin connects. The channel pivot holes for the bottom jaw were oblong which appeared to have been caused by a significant side pressure applied to the hole by the bottom jaw. Based on the observed damage, it appears that the bottom jaw was being pulled out of the device which caused the side pressure on the pivot holes. After the pivot holes became damaged, the jaw was easily able to detach from the channel and fall out of the device. No other damages were observed. The sample was returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "broken jaw" was confirmed based upon the sample received. The sample was returned with the bottom jaw missing from the device. It was found that the channel pivot holes for the bottom jaw were oblong which appeared to have been caused by a significant side pressure applied to the hole by the bottom jaw. Based on the observed damage, it appears that the bottom jaw was being pulled out of the device which caused the side pressure on the pivot holes. After the pivot holes became damaged, the jaw was easily able to detach from the channel and fall out of the device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event. Other remarks: the customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw missing from the device. The bottom jaw was not returned. The sample appears used as there is biological material present on the device.

Event description:
It was reported that after firing a couple clips, the doctor heard a click sound, then the ratchet was not moving smoothly, doctor removed applier from the patient and realized that one of jaws was broken. The broken jaw was found inside of applier shaft. No parts fell inside the patient.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after firing a couple clips, the doctor heard a click sound, then the ratchet was not moving smoothly, doctor removed applier from the patient and realized that one of jaws was broken. The broken jaw was found inside of applier shaft. No parts fell inside the patient.